Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 517 mg/dl while wearing the pod between 1 and 4 hours. The patient reported being unsure if the cannula was properly seated while wearing it on the abdomen. For treatment, manual injection was administered and patient drank some water.

Manufacturer narrative:
The device was received with the needle fully deployed. No alarms, drive stalls, or timeouts were observed in the download data. No damages or deficiencies were observed that would have caused the device to no be properly inserted, therefore the cause of the event cannot be determined. No other damages or deficiencies were found; the device functioned as intended.